Event description:
The customer reported that the system displayed a control panel error message when exposing multiple times. This error causes the system to immediately shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel and control panel I/o circuit boards were replaced. The system was then found to be operating as intended.